Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
The manufacturer became aware of a social media post on instagram by the chicagoanklesurgeons page. The post can be found at: https://www.instagram.com/p/cdepftomj1d/. In the post the reporter alleged "cartiva failure after 6 months. Patient underwent successful revision with 1st mtp fusion with help from arthrex allosync bone grafting. Solid fusion at 4 months and patient is pain free!" Www.chicagoanklesurgery.com.

Event description:
The manufacturer became aware of a social media post on instagram by the chicagoanklesurgeons page. The post can be found at: https://www.instagram.com/p/cdepftomj1d/ in the post the reporter alleged "cartiva failure after 6 months. Patient underwent successful revision with 1st mtp fusion with help from arthrex allosync bone grafting. Solid fusion at 4 months and patient is pain free!" Www.chicagoanklesurgery.com.

Manufacturer narrative:
The investigation of this case has been completed, and no additional information is available.